Manufacturer narrative:
Device evaluated by MFR: the returned guidewire had a portion of the spring tip detached and missing. The device is kinked on the 2 inch section from the proximal end. The medium and proximal outer diameters were measured and were within specification.

Event description:
It was reported that the rotawire tip detached and remained inside the patient. The 70% stenosed target lesion was in a non-tortuous and moderate to severely calcified mid left anterior descending artery (lad). It was observed that there was an aneurism present in the mid lad. A 1.50mm rotapro catheter and a 330cm rotawire were selected for use. Preparation testing was performed. The rotapro was placed into dynaglide more and the rotapro was advanced through the guide catheter. The tip of the rotawire was observed to appear damaged. The rotawire was repositioned. While attempting to reposition, the rotawire tip midway through the radiopaque portion had detached. The detached portion was unable to be retrieved from the patient body. The procedure was completed with another 1.50mm rotapro catheter and rotawire. No patient complications were reported. It was further reported that the burr was rotating when the guidewire fracture occurred. The patient's status was stable post procedure.

Event description:
It was reported that the rotawire tip detached and remained inside the patient. The 70% stenosed target lesion was in a non-tortuous and moderate to severely calcified mid left anterior descending artery (lad). It was observed that there was an aneurism present in the mid lad. A 1.50mm rotapro catheter and a 330cm rotawire were selected for use. Preparation testing was performed. The rotapro was placed into dynaglide more and the rotapro was advanced through the guide catheter. The tip of the rotawire was observed to appear damaged. The rotawire was repositioned. While attempting to reposition, the rotawire tip midway through the radiopaque portion had detached. The detached portion was unable to be retrieved from the patient body. The procedure was completed with another 1.50mm rotapro catheter and rotawire. No patient complications were reported.